Manufacturer narrative:
The t:slim x2 pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid minimum fill message. Reportedly, the customer had loaded the cartridge with 50 units of insulin. The customer's blood glucose level was 400 mg/dl. The customer administered a manual injection. Reportedly, the customer was able to add additional insulin to the cartridge and completed the load process successfully.